Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). The cause of the therapy stop working suddenly and getting worse was unknown. As resolution, the patient adjusted the settings. It was unknown whether the issue was resolved. The resolution for the shocks was unknown. It was unknown whether the issue was resolved. The information was confirmed by the physician.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that during the trial it worked perfect but since they got the permanent one it has been helping but not like during the trial, it was working better in the beginning, they were still having a lot of leakage, then all of a sudden it stopped working and got worse, they were going through diapers left and right. Pt said after implant, they also had a problem after they upped it a little bit where their bike seat region felt pain and shocks so they turned it off for a while and waited for the manufacturer representative (rep) to call them back and put them on a different "phase". Reviewed interstim therapy optimization information, control equipment general use and function and recommended keeping a symptom diary to track results. . Redirected to their doctor. Patient said they plan to call rep today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.